Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced alert 41 related to an insulin shaft rewind error on the ilet pump, which persisted after a guided restart, leading to pump replacement and education on backup therapy and shutdown procedures. Symptoms included no adverse clinical effects and a blood glucose value of 84 mg/dl at the time of the event. Outcomes included continued diabetes management using cgm while awaiting the replacement device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.